Event description:
It was reported that during an in home demonstration, the pta balloon took approximately 5 minutes to fully deflate. There was no pt involvement.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A mfg review was conducted. The lot met all release criteria. This is the only complaint reported to date for this lot number and failure mode. The device was returned for eval. The investigation is unconfirmed for deflation issues as the device deflated without issue and met specification during the eval. Per the reported events, the balloon refold tool was cut down and put over the balloon to mimic a lesion for demo purposes and the balloon was unable to deflate. The balloon refold tool was not designed as a device than can mimic a lesion during demo purposes and should not be placed over the balloon during inflation/deflation. Therefore, the probable root cause is likely user related. The current IFU (instructions for use) states: use of the conquest 40 pta dilatation catheter: open the stopcock to the inflation device and apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to hel facilitate catheter removal through the introducer sheath. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.